Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Bg level was addressed with a correction bolus via the pump and a manual insulin injection. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novorapid insulin. Tandem technical support educated the customer on insulin labeling.